Manufacturer narrative:
(B)(4). D10: cat# 00771101010 lot# 63330908 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset reduced neck length. Cat# 00877503602 lot# 2844194 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 6 years later due to liner fracture, wear, and metallosis. During the revision, the head and cup were found to be worn, and the liner was fractured. The acetabular components and head construct were exchanged without complication and the initial stem was retained. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d5; g3; h2; h3; h4; h6; h10. Visual examination of the provided pictures identified part of the liner rim had completely broken off, with bio-debris and black foreign debris noted on the surface. The acetabular shell shows wear within the inner surface, with bio-debris adhered to the outer surface. The ceramic head also shows metal transfer from rubbing on the shell, with some black debris noted as well. Pictures of the explanted tissue show black staining. Pictures were not provided of the stem and it remains implanted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with no complications noted. A revision occurred as the liner appeared to be fractured. During the revision, the femoral head had worn into the shell and metallosis was identified. The stem remained implanted and all other components were revised. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.